Event description:
It was reported that during a stenting treatment procedure, stent damage was observed. Vascular access was obtained via the right femoral artery. The 5.0x50mm stenosed target lesion was located in a previously placed graft creating a left femoral/popliteal bypass. Pre-dilation was not performed. The 6.0x61mm epic stent was advanced to the distal portion between the popliteal and anterior popliteal. After partially expanding the stent 1cm, the physician attempted to correct the position of the stent by pulling it back proximally. Upon doing so, he noted that the stent appeared to have "accordioned." A 7.0x79mm epic stent was then deployed to cover the damaged portion of the 6.0x61mm epic. Post-dilation was performed with a 5.0x40mm wanda balloon catheter. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).